Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not power on. The reporter indicated that the alleged meter issue started on nine days earlier, during the morning time. As a result of the alleged issue, the patient reportedly took his usual dosages of diabetes medications. The patient took metformin and glyburide. About 10 hours after the alleged meter issue began, the reporter claimed that the patient developed symptoms of dizziness, loss of appetite, and "fell down." It is not known if the patient lost consciousness of fainted when he fell. On a week prior to original date, the reporter claimed that the patient received assistance/treatment from emergency services at around 9:39-10:00 am. The reporter claimed that the patient was treated with IV fluids (unknown contents). His blood glucose was also reportedly checked on an urgent care/clinic meter and a result of "300 mg/dl" was obtained around 10:00-10:30 am that same day. It would have been helpful to know the following information: the patient testing frequency and his medication and diabetes management regimens. In addition, it would have been helpful to know what actions the patient took before and afer the symptoms developed, why the patient received assistance from emergency services on that day and if the patient was symptomatic at the time he received treatment from emergency services. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient received IV fluid treatment from emergency services and got a blood glucose reading of "300 mg/dl" on a urgent care/clinic device after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.